Manufacturer narrative:
Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip failed to deploy. The device was removed from the endoscope. There were no issues noted with the endoscope. The procedure was completed with another resolution clip device. Reportedly, there was no harm noted with the patient as a result of this event.